Event description:
It was reported that during routine follow-up, t-wave oversensing was noted on a stored egm. Another follow-up was performed (B)(6) 2010 and no new episodes of noise were noted on the ventricular channel during arm movements. The physician decided to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New episodes of noise were seen. The lead was capped and replaced. The lead appeared significantly damaged.